Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No blank display during testing. No damage found on the lcd isolation tape noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was that the screen on the insulin pump is blank. Customer is treating with manual injections. It was stated that the customer perspires and wears the insulin pump in the bra clip. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer then received a button error alarm. Blood glucose value is 120 mg/dl. Nothing further reported.